Event description:
During an atrial fibrillation and atrial flutter ablation an effusion occurred. The physician performed ablation of the cti line in the right atrium. Transeptal puncture was then completed, and the needle was pulled back. It was thought the sheath was not crossing the septum, and it was attempted to advance it. The patient became hypotensive, and it was seen on the ice that the sheath was already in the left atrium. An effusion was confirmed by ice then by echo and the pericardial space was drained. The patient stabilized and the effusion did not return.

Manufacturer narrative:
**UDI related data quality updates only** model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.